Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with nosecone slightly separate from the mid housing. No functional testing could be performed due to slightly separate nosecone from the mid housing. Because of this no instrument could be attached to the handpiece for testing. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torquing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. No moisture was detected in the in the instrument. No conclusion can be made as to why the nosecone was damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the instrument caused an error message that stated "release pressure" along with a note that said it doesn't work. The procedure was completed using a like device. There were no patient consequences.